Event description:
It was reported that the surgeon attempted to insert a 17.0 diopter aq2003v three piece silicone lens and the lens got stuck in the cartridge. The reporter stated, the incident was caused by the cartridge. There was no pt contact.

Manufacturer narrative:
The product for this complaint was not returned, however, the lens was returned and evaluated. The optic was torn and a haptic had torn off from the optic and was missing. There was a clear surgical residue on the lens.